Event description:
It was reported that the patient experienced five infusion set needles bent after insertion on (b)(6) 2026. The high blood glucose level to 563 mg/dL and the patient was treated with correction injection via multiple daily injections.

Manufacturer narrative:
Initial 1 of 5.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.